Event description:
It was reported when using the bd preset¿ syringe with attached needle the package was not tightly sealed. The following information was provided by the initial reporter. The customer stated: when treating hospitalized patients, it was found that the packaging of the medical consumables was incomplete and the packaging was not tightly sealed.

Manufacturer narrative:
H.6 investigation summary "material #: 364314 lot/batch #: 2350185 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open unit package as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open unit package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ syringe with attached needle the package was not tightly sealed. The following information was provided by the initial reporter. The customer stated: when treating hospitalized patients, it was found that the packaging of the medical consumables was incomplete and the packaging was not tightly sealed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open unit package as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open unit package. Bd was not able to identify a root cause for the indicated failure mode.